Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. The supply bag to supply line was wet. Renal therapy services (rts) guided the patient to end therapy and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.